Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A company representative, on behalf of a user facility, reported to olympus that while using a single use aspiration needle for fine needle aspiration of the lymph node during endobronchial ultrasound (ebus), the sheath from the needle came off the needle and was left in the patient's lung. The sheath was found by the physician while completing bronchoscopy after the ebus. The sheath was then removed from patient's lung with biopsy forceps. Additional information regarding the outcome was requested but not received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s reported failure was not confirmed. The evaluation findings are as follows: there were no signs of torn, loose, detached, or missing parts. Both the sheath and the needle tube were found to be intact, without any missing pieces. The distal tip of the needle appeared to be in a good condition, showing no deformation or breakage. However, the needle tube, along with its outer sheath, exhibited bending below the metal protector boot and at the middle insertion portion. Dried up stains were also observed inside the insertion portion sheath and on the needle located from the distal end area. Furthermore, during functional testing, it was observed that the needle experienced excessive restriction when fully extended and the slider was manipulated, which was attributed to the bending of the needle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although the reported failure was not confirmed, the observed damage is a known phenomenon likely resulting from the device experiencing excessive resistance and angulation. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." This supplemental report includes information added to h4. Also, an update has been made to d9 and h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional findings noted after a subsequent device inspection was conducted to further examine the distal end of the needle under higher magnification on 13jul2023. Additional findings are as follows: it was observed that the distal hypotube was missing and not returned with the device. The end if the needle tip was confirmed to be bent, and the pebax displayed abrasion damage along its length. Additionally, the stylet wire was missing from the aspiration port and was not returned with the needle. There were no issues found with the handle lock, sheath adjuster, screw, or connecting slider. Furthermore, based on the further inspection findings, it is likely that the reported broken-off sheath corresponds to the missing hypotube. Therefore, the customer¿s reported complaint was confirmed. As previously reported, the observed damage suggests that the bending of the needle caused abnormal resistance, resulting in excessive force being applied during the extension or retraction of the needle tube. Consequently, this led to the damage in the pebax and the dislodgment of the hypotube from the sheath. The needle's bending defect could potentially be attributed to mishandling during use. This supplemental report includes additional information added to h6 (investigation findings) and a correction to h6 (investigation conclusion). Olympus will continue to monitor field performance for this device.